Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.